Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead showed high pacing impedances. The lead was measured with the analyzer and a new analyzer cable measured the same values. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.